Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the mynx control venous (mcv) was inserted into sheath, balloon deployed sheath removed #1 pressed in normal fashion. When #2 was pressed and balloon deflated to remove mynx venous catheter, it was noticed that the peg sealant was still stuck to distal tip on the mcv sealant sleave. Fingertip compression was maintained during device removal; however, it was noted that compression may have been excessive because the patient was being extubated at the time. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). No anomalies were noted prior to use. The mynx vcd was prepared according to IFU instructions without difficulty. The storage temperature did not exceed 25 °c, the device was purged of air during preparation, and it was removed from the packaging in the normal manner. The deployer's formal training status was not confirmed; however, the operator had extensive experience with the device and had performed many deployments. There was no significant resistance or excessive force during shuttling down, and no unusual force was applied during sheath retraction. The vessel diameter was verified to be at least 5 mm, with no vessel tortuosity, peripheral vascular disease (pvd), calcium, or scar tissue present at the puncture site. No kinks were observed in the sheath or device after removal. The device will be returned for evaluation.